Event description:
It was reported that while in the operating room the sheath was inserted into the pt's femoral artery. The intra-aortic balloon (iab) was inserted 1/3 into the sheath and could not be advanced further. The md removed the iab and the sheath as one unit. An iab-04840-u was inserted and used without incident. There was no reported patient death; however, there was reportedly "profuse bleeding associated with not being able to insert the fos iab." The delay in treatment is listed as "moments and the perfusionist is not certain of exact length of time." The pt outcome is "patient remains stable."

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.